Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
No patient involvement: the complainant reported that an aic (automated impella controller) experienced a system self-check failure during preventative maintenance. There was no patient involvement / harm resulting from the failure.

Manufacturer narrative:
The investigation into the aic - system self-check error has been completed since the original report was filed. The console was returned and tested after arriving in fs. The root cause of the issue was the purge fw failed to properly install during a system sw installation.